Manufacturer narrative:
The initial failure description was "flow probe not working correctly." According to service order (B)(4) dated on (B)(6) 2020, a getinge service technician could not confirm the reported failure. The failure could not be duplicated. As a precautionary measure the 701011681 rf flow measure pcba has been replaced. A functional and safety check has been performed. The unit was returned for clinical service. The rotaflow risk analysis version v06 ((B)(4)) was reviewed on 2020-09-03 and following possible root causes could be determined: malfunction of the flow measurement system: zero flow calibration failed; incorrect flow measurement; device used out of specification; software error. The reported failure "flow probe not working correctly" was found during patient treatment. The device was directly involved in the event. The reported failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program, and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Flow probe not working correctly. Complain ID: (B)(4).